Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. As per medical records the patient underwent a right side implantable port cath placement procedure using a power port for chemotherapy delivery. Procedure was completed and there were no immediate complications. Approximately after nine months and four days later patient was diagnosed with a port cath infection and on the same day the patient was planned for port removal and removed patient tolerated the procedure well. Port was sent for culture, and hemostasis was found to be adequate. Therefore, it can be confirmed that the patient had experienced infection. However, the relationship to the port is unknown at this moment. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that on (B)(6) 2022, the patient underwent a right-side implantable port placement for chemotherapy delivery. Approximately nine months and four days later, on (B)(6) 2023, the patient was diagnosed with unspecified infection. Subsequently, on the same day, the port was removed. However, the current status of the patient was unknown.